Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, haptic was defective. Additional information was received, haptic got stuck and did not come out as expected. So, the surgeon asked to open a second lens. There was no patient contact and no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).